Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that home screen did not appear on the display. Customer stated that battery side was crack. Customer went to swimming with insulin pump and it started alarming. Customer stated that there was fluid in the battery compartment. Customer stated that battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.